Manufacturer narrative:
(B)(4). The complaint for particulate matter was confirmed, because a sample was returned back to baxter and was confirmed in the lab. The assignable cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international report of a black wire found inside the patient line of a 4-prong cassette. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The assignable cause was determined as a manufacturing issue, since the sample evaluation stated that grease was the cause of the particulate matter located inside the tube.